Event description:
The customer reported conflicting results with the binaxnow¿ covid-19 ag card on (B)(6) 2022. A staff member initially tested negative with the binaxnow¿ covid-19 ag card then immediately after, a repeat test with another binaxnow¿ covid-19 ag card was performed and presented a positive result. No information provided regarding staff member's symptoms, health status or outcome.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Manufacturer narrative:
The customer was unable to provide the required intake information. The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.